Event description:
On (B)(6) a health counseling center's employee mailed to celltrion's email account (B)(6)that the product was false negative: a consumer said he/she attempted to control a box of celltrion diatrust covid-19 ag rapid test box of 25 and the positive control swab was defective, as it showed a negative test after following the directions precisely and waiting 15 minutes. (The lot# is covgcb1010, expiration date 2022.11.24) (B)(4) case was followed up on october 7 (USA time) via email by celltrion USA through the customer center(cs) and the cs staff provided the further information by device problem report form and photos received from customer (initial reporter on this case) on (B)(6). It was reported that positive control swab did not produce expected results when used as directed in the hcp IFU. Positive control tests failed on test cassettes in 2 of 3 boxes of test kits received by the customer. Requesting 2 replacement packages of 25 poc test kits were sent to the health and counseling center address requested by reporter. The customer provided the clia ID# as (B)(6). A photo for kit boxes which was requested for replacement were provided. The customer also said they did not save the test cassettes and could not provide photo evidence of the tests that failed. Importer comments: we keep looking for more information by attempting the follow-up and if any further information is obtained,it will be reported.